Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2017, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. The returned meter was visually inspected, and no issues were observed. The meter did not turn on with button depression or with retain strip insertion. The returned meter was further investigated and de-cased. Performed an internal visual inspection, and no issues were observed. No faulty component was identified. The returned meter was forwarded to extended investigation for further analysis. A visual inspection using a digital microscope was performed. No anomalies such as contamination or physical damage were observed on the pcba (printed circuit board assembly) of the returned meter. Functional testing was performed on the returned meter. Schematic-guided troubleshooting confirmed that prerequisite conditions required for normal microcontroller operation were satisfied, including stable vcc (voltage at the common collector) and internal mcu (microcontroller unit) supply rails, reset de-assertion (rst_l high), and a functional crystal oscillator. Despite these conductions, the returned device demonstrated no evidence of transition into a normal firmware-controlled active state. Additional wake-path and analog-reference probing showed that the strip-insertion wake input reached the mcu on the faulty units, but the mcu failed to enable vref (reference voltage) or product subsequent system activity. Lcd (liquid crystal display) common drive outputs remained inactive, and the devices exhibited current behavior outside expected low-power limits without a sustained transition into normal active operation. The returned mcu was swapped with an out-of-box meter mcu, and the meter was observed to turn on. When placing the returned mcu on the out-of-box meter, the meter did not power on indicating a faulty component. Based on the functional testing results, the root cause is attributed to internal cpu/mcu failure of the microcontroller, preventing the meter from entering an operational state and driving required outputs. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted.